Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 19) occurred during the load process with multiple cartridges. Additionally, the customer did not observe drops of insulin exiting from the end of the tubing. Customer¿s blood glucose was 429 mg/dl. A new cartridge was successfully loaded, and customer resumed insulin therapy.